Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is approximately 12 years old. Without the specific model number(s), it is not possible to assure the specific product correction number referenced in the article is listed in this report. The date of death is not available at the time of this report, as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: midterm results of implantable cardioverter defibrillators in children and young adults from a single center in (B)(6). Pace pacing clin electrophysiol. 2016;39(11):1225-1239. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds). Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reported that there were patient deaths and patients who experienced inappropriate therapies, pocket infections, lead infections and acute bacterial endocarditis. The article reported that some patient received new systems. The article additionally reported complications throughout the study including lead connection problems, decreased defibrillation impedance, lead fracture and lead dislodgement. The status of the icds and leads is unknown. Further follow up did not yet yield any additional information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.